Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic-assisted distal gastrectomy, after the first 3 successful firing of the device they tried to fired it for the fourth time, they checked the jaws opening and closing, and when the surgeon squeeze the handle and clamp the jaws on the tissue, he tried to push the green button, however it was sank into the instrument, thus could not push it. He opened the jaws and released the tissue, the device did not lock on tissue and was removed from the tissue without damaging it. They considered the handle was not defective, as the 1st to the third and the 5th firings were successful. The status of the patient was no problem.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The reload was pre-fired and engaged in interlock. There were staples protruding from the proximal staple cartridge channel. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic-assisted distal gastrectomy, after the first 3 successful firing of the device they tried to fired it for the fourth time, they checked the jaws opening and closing, and when the surgeon squeeze the handle and clamp the jaws on the tissue, he tried to push the green button, however it was sank into the instrument, thus could not push it. He opened the jaws and released the tissue, the device did not lock on tissue and was removed from the tissue without damaging it. The procedure was completed with another device. They considered the handle was not defective ,as the 1st to the third and the 5th firings were successful. The status of the patient was no problem.